Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the setscrew detached from the ipg. Physician considered removing the ipg, however after evaluation for several days where all the parameter showed no abnormality the physician decided to not replace the device. The ipg remains in use. No patient complications have been reported as a result of this event.